Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented for follow up on (B)(6) 2018 the clinician reported that the implantable cardioverter defibrillator myopotential over sensing was occurring. The patient experienced dizziness and occasion shortness of breathe. The physician decided to reprogram the sensitivity, the over sensing could not be reproduced. The patient was stable during and after the reprogramming changes and had no symptoms.